Event description:
A report was received that the patient was explanted due to pain at the pocket site. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn by the medical facility. Additional suspect medical device components involved in the event: model # sc-8120-70, (B)(4), description: artisan 2x8 paddle lead (with slotted electrodes), 70 cm. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.